Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced serious bodily injuries, chronic pelvic pain, recurrent urinary tract infections, erosion of vaginal and pelvic mesh, dyspareunia and has undergone multiple surgeries and revisionary procedures. The litigation does not specifically state which product was used on the patient; therefore, an unknown complaint is being entered. Additional information has been requested but not yet received.

Manufacturer narrative:
The product family for this women's healthcare product is unknown; therefore, the associated labeling and (B)(4) could not be determined for review. Although the product family is unknown, the women's health product IFU's are found to be adequate based on past reviews.